Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Conclusions: the eval of the device is complete, pending customer approval of the estimate.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.